Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (top of the monitor case is dislodged from the casing) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. Once the cable as reattached, the monitor was fully functional. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the top of her monitor came loose and fell off. The patient was issued a replacement monitor.